Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned and lot number was not provided; investigation could not be performed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a total ankle procedure performed on (B)(6) 2015, the 10mm chisel blade broke in two. No fragments were generated. The device was disposed of and is not available for return. Surgeon swapped out another chisel blade and completed the procedure successfully. There was a one (1) minute surgical delay. The status of the patient is unknown. There is no additional information for this case. This report is 1 of 1 for (B)(4).